Event description:
It was reported that while in use on a patient, this 980 ventilator generated a ¿severe occlusion¿ alarm.  Although patient intervention details are unknown there was no injury to the patient.

Manufacturer narrative:
Issue identified during product analysis with the piezo alarm h3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this pb980 ventilator generated a ¿severe occlusion¿ alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. During testing, the sp found an intermittent code "inspiratory auto zero solenoid not operational" and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). Additionally, unit generated a piezo alarm failure and the sp replaced the piezo alarm, alarm cable and breath delivery (bd) power controller pcba. The device passed all the required tests and calibrations as per the manufacturer's specifications at the time of service. One bd power controller pcba and ifm pcba were returned to medtronic for further analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. One piezo alarm was returned to medtronic for further analysis. The returned piezo alarm was attached to the test unit and found the unit failed the extended self test (est). The analysis concluded that the returned piezo alarm was faulty. The replaced component did resolve the issue in the field however, the returned component ifm pcba was analyzed and tested satisfactorily.  With the information available a likely cause could not be determined for the reported event of severe occlusion alarm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.